Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was broke out of box.

Manufacturer narrative:
Corrected from "no information" to "bent". (B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood was observed. A visual inspection was conducted. The device was returned back in its package with the vv7 cannula. There was no observed failures with the vv7 cannula. The heater wire on the harvesting tool was flexed away from the hot jaw with detachment at the tip. The wire remained in place at the base of the jaws. No other failures were observed. Based on the returned condition of the device, the reported failure "bent wire" was confirmed. Specific actions for the failure mode "bent wire" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was broke out of box.